Event description:
Customer alleged the velcro that is attached to the sleep deck has adhesive that is not sticking. They stated the velcro is bunched together and is causing the mattress to slide on the sleep deck. They alleged they recently had an incident where the pt almost fell off the unit and was caught by an emt, who received a minor cut on their hand catching the pt.